Event description:
It was reported through litigation process that approximately two years, seven months and sixteen days post a port placement, the patient allegedly developed with bacterial infection. It was further reported that the port was removed, and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years seven months and sixteen days post port placement, patient presented to emergency room with an infected mediport. Wound cultures positive for serratia liquifaciens and stenotrophphomonas maltophilia. On the same day, patient underwent removal of infected port. Around five days later, patient presented to office visit for port placement. The patient had an infected port and cleared for placement of new mediport. Around one day later, the patient was planned for port placement procedure. Therefore, the investigation is confirmed for the reported infection issue based on medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two years seven months and sixteen days post a port placement, the patient allegedly developed with bacterial infection. It was further reported that the port was removed and new port has been implanted. However, the current status of the patient is unknown.